Manufacturer narrative:
The motor on the pneumatic module was replaced to resolve the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/03/17 phone call, 10/06/10 phone call, 10/10/17 phone call. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a burning smell was noticed and the unit stopped ventilating during patient use. There was no reported patient injury.